Event description:
Implant date: 1/27/1998. Four months post-op x-rays revealed broken cable. Surgeon decided to use external collar for stabilization in order for fusion to occur. The pt had felt numbness since 4/1998. After one year fusion had not occurred and the device was explanted on 2/2/1999.